Event description:
I received essure (B)(6) 2011 and I have had issues that started less than a year not knowing what was going on but went back to my doctor (B)(6) 2012 and he stated couldn't be the essure. I have horrible cycles but now no cycles abnormal bleeding, pelvic pain, ovary pain, leg cramp, back pain, reddish on face, joint pain, fatigue. Also in 2012 suffer from a bad flare up in my intestine and was hospitalized for 3 days. Now I'm in pain always but don't allow to effect my life, suffering from depression. Liver enzyme and ana test came back positive in 2015.